Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi and the similar past cases, there was the possibility that this phenomenon was attributed to the following mechanism. The user forcibly inserted the endo therapy accessory in the instrument channel, the instrument channel was fanned, and the force was applied to the glue part between the camera body and the instrument channel, creating a gap in the glue part between the camera body and the instrument channel. The water was entered the subject device through the gap, and the end of the braid and the solder fixing part of the flex were corroded. The subject device was used in that state, the braid end of the bending section came off, and it popped out of the bending rubber. Olympus stated the appropriate handling of urf-v3r and the counter measures against abnormalities in the instruction manual of urf-v3r.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the repair center of olympus medical systems india (omsi), it was found that the bending rubber was broken and the metal parts was sticking out. There was no report of patient injury associated with this report.